Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported through abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient implanted with an impella cp experienced ventricular tachycardia (vt) with a "possible" relationship to the impella device used. Amiodarone was given and the patient recovered with no sequelae.

Manufacturer narrative:
The investigation of low pump flow and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27960. H6 medical device problem code 1248 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27960.